Event description:
Report of explant of device system due to "infection" received per annual device tracking report. Follow up with hcp revealed the onset/diagnosis was on event date with symptoms of incisional wound opening and pocket erosion. The primary location of the infection was the device pocket. A culture was obtained and was positive for staphylococcus. The patient was treated with IV antibiotics and total device system explant. The infection was resolved.